Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components were discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8336700, model: sc-8336-70, serial: 1118760, batch: 21539168.